Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" on the continuous glucose monitor (cgm); cause was not known. A correction bolus was delivered to address bg. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.